Manufacturer narrative:
This was initially reported on the summary report dated 8/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a product problem. The device remains implanted. Furthermore, it was reported that the plaintiff died. The cause of death reported was end stage renal disease.